Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a left ventricular assist device (lvad) procedure the nurse practitioner turned off tachycardia therapy with the programmer, but was subsequently called back into the surgery due to the patient receiving multiple inappropriate shocks. Upon interrogation a red screen appeared that indicated the device was in safety mode. Boston scientific technical services (ts) discussed with the clinician that electro-cautery too close to the device could cause the device to go into safety mode and then tachycardia therapy would be turned back on. The nurse subsequently turned tachycardia therapy back off. Ts instructed the clinician that the device would need to be explanted due to the satiety mode status. Additional information was received that this patient expired seventeen days post lvad procedure; the patient's device had been turned "off". No device concerns were expressed and it was noted that it is common to program the device "off" post lvad procedure. It was reported that there was no link between the patient's death and the device performance; the patient likely died from complication related to the lvad procedure.